Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00112.

Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report two of two for this event.

Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9, h3, and h6: method and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The witness marks from final tightening do not have the expected hourglass. The is more anodize removed on one side of the closure top than the other. Root cause: this event could be attributed to the closure top not being fully seated on the rod, as seen by the lack of expected hourglass markings on the bottom of the closure top. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a week post-operatively, a closure top migrated out of its mating pedicle screw. A revision surgery was performed to remove and replace both the closure top and screw. This is report two of two for this event.